Event description:
The site reported posterior division infarct during post treatment. The pt initially presented with an anterior m3 clot which was partially opened using the penumbra system however, during the process, the posterior m3 developed a clot. The event was considered possibly related to both the penumbra system and the angiographic procedure. The event resolved and was reported as a serious adverse event.

Manufacturer narrative:
Emboli are a known and anticipated complication with this type of procedure and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info about this event came from review of procedural info during data collection for the penumbra (B)(4). The procedural info did not give specific device info and only specified the penumbra system as the "study device" possibly related to the event.